Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was also reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.